Manufacturer narrative:
The device was returned for evaluation. Device history record (DHR) - DHR documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed. Defect was consistent with transducer delamination failures based on date of manufacture (transducer replaced four times last time in 2017), confirmed no power, and defective transducer.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to MDR report numbers: 3006697299-2020-00106 and 3006697299-2020-00107.

Event description:
This is 1 of 3 reports. A customer reported that the c2602 cusa excel 36khz straight handpiece was not working. There was no known patient injury reported or delay in surgery. Additional information has been requested.